Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedances measuring 137 ohms. Boston scientific technical services discussed performing a max energy commanded shock. The health care professional (hcp) will continue to monitor and will discuss device re-programming at the patients next in office visit. At this time, the lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).